Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak and bp malfunction. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer inspected unit for signs of leaks, none noted. Unit passed all manifolds test without issue. Could not duplicate gas loss issue. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.